Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery with heavy calcification. Pre-dilatation was performed with a non-abbott balloon catheter. A 6.0 x 150 mm supera self-expanding stent system (sess) was advanced to the target lesion. Mid-way during deployment, the sess was losing ratchet and deployment became slow. Deployment then stopped and after a couple attempts, the stent ultimately deployed in the target lesion. Another unspecified supera sess was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The deployment issue was not confirmed as the stent was not returned and remains in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.